Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this device had declared end of life (eol) on (B)(6) 2010 and is currently in storage mode. The patient had been lost to follow up and is symptomatic with chronic atrial fibrillation (af), bradycardia and a heart rate in the 40's. A replacement procedure was performed and the device was explanted and replaced without further incident.